Event description:
The complainant reported a 78-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that when the impella cp was being placed the nurse disconnected and then reconnected the white connector port of the automated impella controller (aic). The nurse had not seated the connector all the way, which is why the aic asked to be recalibrated. After the calibration, the cp was started and the motor current worked, but the placement signals showed zero with no alarms. The staff grabbed another aic, and the impella was transferred to the new aic, with a working placement signal. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that upon first connection of the pump, placement signal was unreliable, and optical sensor could not be calibrated (optical signal characteristics are consistent with an air gap, possibly due to optical pump connector not pushed in all the way). Case start wizard prompted the user to disconnect and then reconnect pump - which was immediately followed first by ¿placement signal not reliable¿ alarm (#1036) and then placement signal momentarily recovering only to disappear 8 seconds later when optical fiber was disconnected. Pump was then reconnected within the same second (aic sw detected pump reconnection) however at this point pump eeprom had not been read, and calculated placement signal recorded in lt/rt logs (also displayed on aic screen) had persistent values of 0, while the raw placement signal was pulsatile and showed non-zero values. Console ic5708 was tested in danvers, but the issue was unable to be reproduced. Multiple attempts were made to replicate the complaint scenario (uninitialized pump with optical sensor, psnr due to introduced air gap, pump disconnected then reconnected), but placement signal remained non-zero. Investigation into a possible aic sw defect (gid-dft-3734730) concluded that the software operated as per design and correctly responded to all triggering criteria of pump disconnection and connection. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H3 updated. H6 updated to include placement signal coding. D2 common device name updated. D6a should have been left blank on the initial report. D10 concomitant medical products and therapy dates updated. E4 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.